Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. Conclusion: the actual device used in the case was returned and evaluated. Visual examination of the returned guide wire revealed that the distal and proximal joints of the tip are intact. The distal tip is severly bent and kinked. There was no other damage noted on the guide wire. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is not confirmed for dissection/perforation of the vessel. The analysis is complete as of (B)(4) 2012.

Event description:
Male patient, (B)(6) with obstruction of the left coronary artery (lad), distal third of 80% with atherosclerosis, plus distal thrombus. Eight (8) hours after the symptoms began. Pretreatment with plavix, aspirin and heparin 6000 units. Jl4 guiding catheter is used, 6 french intracoronary guide wire medium and 0.014 "x 180. Medical staff reports a dissection and guide tip deformity across lesion, and a support issue. An attempt has been made to obtain additional case and device information, however, there has been no response at this time.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. Once the evaluation is completed, a follow- up medwatch report will be submitted.